Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post operatively lap inguinal hernia, the device balloon would not inflate properly. No injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the trocar balloon and lock collar appeared intact. The obturator and dissector were not received. The insufflation bulb and inflation syringe were not received. Pmv performed functional testing; the trocar balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.